Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that after use the cardiosave intra-aortic balloon pump (iabp) blood back in the tubing. There was no patient harm or injury reported.